Event description:
Customer reported an abo discrepancy on the galileo while performing a donor unit confirmation on an a positive unit. Donor initially typed on the galileo as ab positive. Repeat testing resulted as a positive.

Manufacturer narrative:
Review of instrument images:anti a (a3) 99.anti b (b3) 99 agglutination. Anti d (4) (c3) 99.mon ctrl (d3) 13.int- ab pos.repeat testing:anti a (a10) 99.anti b (b10) 10 no agglutination. Anti d (4) (c10) 98.mon ctrl (d10) 10.int- a pos.the galileo operator manual states the following: forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor history.